Event description:
It was reported there were episodes recorded that could be false episodes. It appeared to be noise and oversensing. The device was removed due to sensing difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there were episodes recorded that could be false episodes. Appeared to noise and oversensing. The device was removed due to sensing difficulty. No patient complications were reported as a result of this event.